Event description:
The customer reported that on (B)(6) 2011 erroneous sodium, potassium, chloride, carbon dioxide (co2) and calcium results were generated from a unicel dxc 800 synchron system for three patients. Upon repeat on another instrument, different sodium, potassium, chloride, carbon dioxide (co2) and calcium results were generated that were more believable and regarded as correct. The initial results were not released from the laboratory and hence there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event. The samples were serum samples. No additional system information or sample collection/handling information was provided by the customer. During initial troubleshooting the customer identified that instrument line 24 had fallen off the ratio pump and the (ise) ion-selective electrode line was flooding. The facility did have an exposure control/risk management plan in place; the operator(s) were not exposed to chemicals or biohazards, and did not seek medical attention due to the spill.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found that the drain tube manifold was plugged causing the drain tube & electrolyte injection cup (eic) to overflow. The fse flushed the manifold and manifold drained normally following maintenance procedure. The fse calibrated the electrolytes and ran a multi level, 20 repetition quality control assessment which yielded acceptable results. The instrument was returned into service after the repairs were successfully completed.